Event description:
It was reported that patient experienced hyperglycemia event on (B)(6) 2026 due to leakage issue as the tubing was leaking at site and corrected with multiple daily injection and a bolus.